Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call of removing infusion set due to high blood glucose and found that cannula was bent but did not receive a no delivery alarm. Customer's blood glucose was 500 mg/dl, which was treated with manual injection. Customer was not able to troubleshoot due to not having a tubing clamp to perform high pressure test. Customer requested for insulin pump to be replaced instead of waiting for tubing clamp due to this not being the first time that issue occurred. Insulin pump would be replaced.